Event description:
It was reported that the device gave a vibration alert for high rv pacing lead impedance. No capture was observed at maximum output and sensing was low. The pocket was reopened and the lead pulled out of the connector without resistance. It was determined that the setscrew was not properly tightened down at implant. Once the setscrew was tightened down, all measurements were normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.